Event description:
Patient was referred for full revision due to high lead impedance. It was noted that x-rays were taken and that there was a suspected lead fracture. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.